Event description:
Additional information was provided stating that after the restart of the system, it was possible to do the 2d scan and the site was able to continue on with surgery.

Manufacturer narrative:
Patient ID not provided due to czech republic privacy law. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lumbar spinal fusion, the imaging system was unable to perform 2d image acquisitions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found the software functioned as designed. If information is provided in the future, a supplemental report will be issued.